Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.device evaluation: the customer reported problem of ¿issues completing preventative maintenance (pm)¿ was confirmed through downstream occlusion test. The cause was failing downstream occlusion (dso) sensor. The investigation found a torn dso seal. The device was considered beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿issues completing preventative maintenance (pm).¿; during device evaluation it was found the downstream occlusion (dso) seal was torn.